Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed contact dermatitis from the ucor hfams patch. The patient described the area as red and itchy and looked like a pimple. There was no alleged device malfunction contributing to the contact dermatitis. The patient's physician recommended removal of the patch and prescribed a cream due to the contact dermatitis. The outcome of the contact dermatitis is unknown.